Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on 16jul2020 cook became aware of an incident where an iliac limb separated from the main body graft and resulted in a type 3 endoleak with the complaint device unknown aortic endograft for evar. A 70 year old male patient underwent an emergent evar on (B)(6) 2011 for an infrarenal aaa, where he had 2 zenith limbs and a zenith main body implanted. A coda balloon was used during the procedure. The inflation volume of the balloon is unknown. No inflation device was used. The ballooning was done in the bilateral limbs and top seal stent of the main body. Some time later, he developed a type 3 endoleak with separation of one of the iliac limbs and the main body (subject of this report). On (B)(6) 2019, a zsle-13-90-zt was placed to bridge the separation between the grafts. Additional information regarding event details has been requested but is not currently available. The patient had previously experienced a type 3 endoleak on the other side (reported under MDR#1820334-2020-01477) and ultimately had all his grafts explanted due to sepsis (reported under MDR#1820334-2020-01478). A review of the documentation, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned for evaluation, however, one still image from the original implant was provided. Per the impressions from the product manager, it was noted that both zsle¿s were implanted with the minimum amount of overlap. Cook has concluded that the device was manufactured to specification. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file (dhf) found that the affected product is safe and effective for its intended use. A review of the device history record (DHR) could not be completed due to a lack of lot information from the user facility. As there are adequate inspection activities established, and objective evidence that the DHR was fully executed it was concluded that there is no evidence that nonconforming product exists in house or in field a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: 4 warnings and precautions; 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.3 pre-procedure measurement techniques and imaging: diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. 12.2 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak. Based on the information provided, inspection of the provided imaging, and the results of the investigation, a definitive cause for the endoleak was not established, however endoleaks are a known inherent risk of using these devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer (person): (B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown zenith iliac limb separated from the main body graft and resulted in a type 3 endoleak, the 2nd for this patient. A (B)(6) year old male patient underwent an emergent evar on (B)(6) 2011 for an infrarenal aaa, where he had two zenith limbs and a zenith main body implanted. A coda balloon was used during the procedure. The inflation volume of the balloon is unknown. No inflation device was used. The ballooning was done in the bilateral limbs and top seal stent of the main body. Some time later, he developed a type 3 endoleak with separation of one of the iliac limbs and the main body. On (B)(6) 2019, a zsle-13-90-zt was placed to bridge the separation between the grafts. Additional information regarding event details has been requested but is not currently available. The patient had previously experienced a type 3 endoleak on the other side and ultimately had all his grafts explanted due to sepsis, both of which are reported in additional mdrs with patient identifier (B)(6) (1820334-2020-01477 and 1820334-2020-01478).